Event description:
It was reported to philips that the footswitch power supply was defective. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. Based on additional information, the system was outside clinical use at the time of the reported event. To resolve the issue, the fse replaced the wireless footswitch and its charger. After the replacement, the system was returned to use in good working order. The footswitch charger was not available for further analysis. The defective wireless footswitch was returned for failure analysis. The investigation revealed a loose bracket at the charging connector, with one internal charging pin broken and another bent. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it has been identified that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred while the system was outside of clinical use. The system's instructions for use (IFU) inform the user to verify that the wireless foot switch functions with the system and that the battery is fully charged prior to using the system. The system is equipped with a wired foot switch, which can alternatively be used. As such, philips has re-evaluated this case as not reportable. The codes were updated based on the investigation outcome.